Event description:
It was reported that the pump declared an altitude alarm 21. Customer experienced high blood glucose levels, although specific values were not provided. There was an adverse impact to the customer¿s blood glucose level. To address the issue, the customer administered a correction injection via multiple daily injections (mdi) and followed technical support's instructions to remove obstructions from the pump¿s speaker holes, clean them, and reconnect the cartridge. After waiting five minutes, insulin delivery resumed, and the alarm did not recur. Pump resumed normal operation, and technical support provided the customer with tips for preventing future altitude alarms. No third-party assistance was required, and the issue with this specific pump had not been reported within the past month.